Manufacturer narrative:
(B)(6).the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
Patient's mother reports keypad buttons are intermittently responding to presses starting a few months ago. Patient does not clean pump. Patient wears pump exterior to garment.